Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The bulkhead connector was replaced and the system then performed as intended. Part has not been returned for analysis. Device manufacturing date, unknown at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the navigation system and the imaging system were not communicating. Troubleshooting involved the site attempting to reboot the system multiple times and used 3 separate network cables. Confirmed the ip address was valid but the imaging system was unable to verify connection with the navigation system. The communication was restored by bypassing the bulkhead on the navigation system. The issue extended the surgical time by less than 1 hour. There was no impact to the patient.